Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported customer was having issues with sensor. Sensor glucose reading was 80 mg/dl and blood glucose was 189 mg/dl, 50 point difference. Customer's mother stated the insulin pump went into threshold suspend. Customer's mother reported the sensor reading was 41 mg/dl and the blood glucose was 341 mg/dl, 88.0% difference. Sensor trace report glucose graph determined the sensor and blood glucose were trending the same direction. Customer's mother was advised the difference between both readings. Customer's mother was advised to monitor the device. Customer's mother called back a few hours stating issues continued with the sensor and she was going to change the sensor. Customer's mother the sensor was slightly bent. Customer's mother was advised sensor was not designed for children under 16 year of age. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.